Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 55mm abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as the diameter of the upper proximal neck was 19.9 mm and the diameter of the aneurysm entry was 22.5 mm. It was reported that during the index procedure a possible type IV endoleak was noted. During follow up an angiography identified a type ia endoleak due to the enlargement of the proximal neck. The physician performed an intervention where another manufacturer¿s device was added; diameter 28.5mm and the endoleak was resolved. The physician indicated that when compared with the postoperative CT result, no device migration was observed. Also, type 1a endoleak was not present immediately after the stent placement. Thus, the physician stated that this case was attributed to the enlargement of the neck after the operation. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).